Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon (mob). Chimney technique was used for securing the left renal flow, and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was selected as a chimney graft. After implanting all planned devices, balloon touch-ups were performed. After ballooning the proximal end of the main trunk with mob, the chimney vbx was balloon expanded once again. The final angiography confirmed no endoleaks. The patient tolerated the procedure. On an unknown date, follow-up CT exam confirmed a type b aortic dissection which was not observed during the initial procedure. The dissection was confirmed from the bifurcation of the left subclavian artery towards the bifurcation of the left renal artery. The physician stated that the dissection could be attributed to the balloon touch-ups performed at the proximal end of the main trunk and the vbx during the initial procedure. No additional treatment is needed, and the patient has been monitored since.